Event description:
It was reported during an implant procedure, the left ventricular lead could not be implanted. The lead was not implanted. The patient was in stable condition prior, during, and post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.